Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Instrument performance testing was acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result from the analyzer in question was 212 pg/ml. The repeat result was 99.7 pg/ml. The sample was repeated twice on a different analyzer with results of 106 pg/ml and 105 pg/ml. The questionable result was reported outside of the laboratory. The e801 analyzer serial number was (B)(6).